Event description:
According to the reporter, during laparoscopic gastric sleeve, the device was unable to fire even when handle was replaced. The product was returned. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.